Event description:
Report rec'd from (B)(6), stating that the device had damaged neuro tip. The device was not used in surgery. It is unk if pt or user injury occurred. It is unk if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).